Manufacturer narrative:
This is a known and previously investigated issue: the energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties may differ from the value actually used for dose calculation. Root cause: this issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning version 10. When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. This cache memory issue may arise when switching between software applications (such as between external beam planning and rt chart), when using multiple sessions, or when switching between patients in a single session of the external beam planning application in eclipse. When this issue occurs, it can be identified by inspection of the dose log and lmc log (leaf-motion calculator logs are generated for imrt and electronic compensator fields) in the "errors and warnings from lst calculation" in the calculation tab of the field properties. The mu and dose distribution will be correct for the energy shown in the dose and lmc calculation logs. A medical professional review of the 6% under dose to the chest wall has determined that this event is unlikely to result in serious injury. Corrective action: customer notification to be made; a CAPA has been issued to resolve this issue and further actions will be addressed in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.

Event description:
After receiving a call and product notification letter (pnl) for this issue from varian, the customer found a patient that had already completed treatment for which the planned energy did not match the calculation energy. The patient was treated with 6x energy but the plan was calculated using 15x energy. There was one static field in the plan affected. The mu verification check prior to treatment was performed and gave a 6% difference between calculated and expected mu's, however, one of the clinical physicists signed off on this mu second check. The physicist reporting the complaint said a 6% discrepancy was above the limit they normally accept and he didn't know why it was passed through. The customer recalculated the plan using 6x with the mu's given to the patient and found that the dose delivered to the calculation point was 4240 cgy. The doctor's prescription was for 4500 cgy. This represents a 6% under dose to the patient with respect the prescription. The chest wall fields were 15x and the typical method of planning for the site would be to have 3 fields in one plan and then separate one of the fields to treat the supraclavicular nodes in a separate plan and switch to 6x.